Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient wanting to know "why is the wire forming blood clots?". It was noted by the clinic that that patient has not been seen since 2008. The leads are still in use. No patient complications were reported as a result of this event.